Event description:
Patient stated atrial leads appeared to be kinked. Lead manufactured by st. Jude. Case#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).